Event description:
An end user reported that he currently uses 414 and had one that had no tip formed on it. It was reportedly very sharp. The end user states he did not look at catheter before inserting it, and when he used it, it was very painful. It caused bleeding and the end user called the doctor, who indicated that if the bleeding stopped, it was likely that no serious damage occurred. The bleeding stopped, but the end user has an appointment with doctor tomorrow (was scheduled before incident with catheter) and will ask if any harm was done.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. No other complaints have been recorded to date for this lot number.